Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail. In addition to this, there were water droplets on the inside of the lcd window. The pump was received without a battery cap. The pump was received with a flashing medtronic logo screen. Unable to perform the self test due to the display anomaly. Unable to upload using thump due to the display anomaly. In summary, the customer¿s report of a crack in the case was confirmed during testing. The flashing medtronic logo screen is due to moisture damage. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1885 and insulin pump was retuned for analysis.